Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Due to the age of the device, the customer declined further evaluation of the device and requested the device to be returned to them without being repaired. As the device was not evaluated further, a cause of the reported issue could not be determined.

Event description:
The distributor contacted physio-control to report that a device from one of their customers had a service wrench icon in its readiness display. During device evaluation, physio observed that the device had all three icons (service wrench, attention and charge-pak) visible in the readiness display. The device could not be powered on anymore. There was no patient use associated with the reported event.